Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized for diabetic ketoacidosis. The customer stated that he was vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time. Assisted with time change. The insulin pump passed the prime test, but the customer didn't have a tubing clamp for the high pressure test. The customer stated that he would call back to conduct to the test. Nothing further was reported.